Manufacturer narrative:
The implanted device remains.

Event description:
Per the clinic, the patient experiences swelling, rash, and headaches with stimulation. The patient has been prescribed a course or oral antibiotics without resolution. The implanted device remains.